Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported alarms were found in the event history log (ehl). The alarms were not produced during occlusion tests. The customer reported product problems were verified based on the ehl findings. The problem sources of the reported product problems were unknown. A root cause was not established. The clutch halves were replaced to address the reported problems.

Event description:
It was reported that the medfusion pump produced the following errors/alarms: travel coarse check and clutch/plunger lever. No patient injury or complications were reported in relation to this event.